Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. Visual investigation of the returned device found multiple kinks 66.7cm from the strain relief tip. Inspection of the balloon did not find any atypical coating or damage. The physical evaluation of the device could not identify the conditions or circumstances that led to the damage, but the damage is consistent with the device experiencing forces over specification. It is unknown when the kinks occurred. This device was used during the same procedure as the device referenced in MFR. Report # 2032493-2020-00090.

Event description:
It was reported that treatment was performed on a left, bi-lobed carotid t aneurysm using a kissing balloon technique with a scepter xc balloon and another company's balloon. The trackability of the scepter balloon over the traxcess guide wire around vessel curves was poor and there was a lot of friction. During manipulation of the devices, a distal vessel perforation occurred in the pericallosal artery. Bleeding was controlled by an inflation with the other company's balloon. The patient still has a slight hemiparesis that is improving and a weakness of "a branch" of the mouth. The patient is recovering slowly and plans were being made to discharge the patient from the hospital.

Manufacturer narrative:
One CT 3d reconstruction image and one CT image of the brain was provided and reviewed by mv's product safety physician. The CT image demonstrates what appears to be accumulation of blood in a manner that is consistent with the pericallosal artery perforation described in the complaint. The CT 3d vessel reconstructed image shows a bi-lobed aneurysm at the carotid t. Both of these images are consistent with the complaint. This device was used during the same procedure as the device referenced in MFR. Report # 2032493-2020-00090.